Event description:
Initial reporter indicated that he was not able to establish communication with a patient's vns. He obtained a fault message unable to establish communication to retry. The physician was using the handheld computer plugged into the wall which can cause communication errors. The wand batteries were ruled out as a cause of the event and connections checked. Good faith attempts have been made for additional details and thus far no further information has been attained.